Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f, quadripolar, crd-2, supreme ep catheter was received for evaluation. The reported fracture in the catheter shaft was confirmed. The shaft of the catheter shaft was noted to be fracture at the gray/black shaft bond joint. The reported issue will continue to be monitored for trends.

Event description:
During a supraventricular tachycardia procedure, the catheter fractured while inserted in the patient. The catheter was placed in the right atrium through the superior vena cava when it was noticed on x-ray that the external distal part of the catheter was fractured with just the inner wire connecting the two parts. The catheter was replaced and the procedure was completed with no adverse patient consequences.